Event description:
It was reported that this patient experienced a perforation in the left lung. The patient experienced discomfort and pain. The right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.